Event description:
It was reported that the lead was capped due to high pacing and high voltage lead impedance issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.